Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6one 4 lesion nt2000¿ pain management rf generator pn rfg-nt-2000 and sn (B)(6) was received into the lab for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Functional testing performed confirmed user defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported insufficient heating could not be determined.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator pn rfg-nt-2000 and sn (B)(6) was received into the lab for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Functional testing performed confirmed user defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event of insufficient heating could not be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
Port three would not reach the target temperature and the procedure was cancelled. There is no further information available despite multiple attempts made.